Event description:
Pt spontaneously stated she had primed the flow rate tubing and even after placing the 50ml syringe loaded with partial amount of the dose and putting the plastic pieced in the divet, the syringe went flying out. She was unable to crank the black dial back to load the syringe back in. Pump serial number is unk and no other info was provided. Indication: selective deficiency off immunoglobulin g [igg] subclasses.